Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a compressor related malfunction. There was no patient involvement reported. A getinge field service engineer (fse) reported that the compressor is faulty. Fse replaced compressor ((B)(4)). Product passed all functional and safety tests per manufacturer specifications.